Event description:
It was reported that the charger for the ilet system would not charge the device, with no charging indicator light observed despite attempts with multiple outlets and a different phone as a control. Symptoms included no clinical effects. Outcomes included no impact on the user¿s health or activities. Investigation included technical support troubleshooting. Investigation of this case revealed a suspected malfunction of the external charger, and a replacement charger was provided as a goodwill order. It was concluded that the event was device related to the charger with no user harm.